Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4) - device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults found. The meter was found to function properly. Retains were also evaluated and passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter read inaccurately high compared to another device. The medical surveillance specialist (mss) spoke with the reporter on (B)(6) 2012 and obtained the following information. The patient reported that beginning in (B)(6) 2012 she began to obtain unexplained inaccurate high blood glucose (bg) readings with the subject meter. The patient stated she was obtaining bg readings over "200 mg/dl" when she used to obtain bg readings in the "80-120 mg/dl" range. The patient informed the mss that she tests her blood glucose 3x/day and manages her diabetes with novolog insulin. The patient claimed that on at least 10 or 11 different occasions (dates not recalled) her blood glucose dropped low due to taking an increased dose of insulin as a result of a bg reading obtained with the subject meter. The patient confirmed that the most recent incident occurred on (B)(6) 2012. The patient reported that late evening she began to feel sweaty, dizzy, shaky and fatigued. At the onset of symptoms she tested with the subject meter and obtained a result in the "260 mg/dl" range. Despite the high reading, the patient stated she drank juice and called emergency services. When emergency services arrived the patient stated they tested her blood glucose with their meter and obtained a low reading (result not provided). The patient stated she was taken to the e.r. Where she was fed and kept for observation. At the time of troubleshooting, the customer care advocate noted that the patient did not have control solution available to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient obtained alleged inaccurate high readings with the subject meter, treated self in response to the readings and then developed signs/symptoms suggestive of severe hypoglycemia which required medical intervention.